Event description:
During the operation, the filter failed to open properly after being released. Medical intervention - the unopened filter needs to be removed first, and then a new filter should be placed in its place.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.